Event description:
It was reported that the leads migrated and had high impedances, and the patient was no longer receiving adequate pain relief. The patient underwent a revision procedure wherein the linear leads were replaced with a paddle lead. The patient was doing well postoperatively and the explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 5150952.